Event description:
During rfa procedure on 3 metastasis, the pads were not checked during procedure and pt received a second degree burn.

Manufacturer narrative:
Device was discarded and not returned to the MFR for evaluation. No part number or lot number provided.